Event description:
It was reported that the device appeared to be at elective replacement indicator. Medtronic rep interrogated device to find an electrical reset had occurred. Device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.